Event description:
The device was applied during a thoracoscopic bullectomy procedure. Reportedly, the approx lever broke. The surgeon used another device to complete the procedure. No pt injury reported.